Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Gsp (B)(4): (B)(6) reported camera bypass needed; tka. Resolution: found the gud fiber optic assembly, p/n 206082, to be defective. Installed new replacement assembly and confirmed nominal operation. Update: patient was under anesthesia. Surgical delay was <30 mins. Case was switched and completed manually.

Manufacturer narrative:
Reported event: mps reported camera bypass needed. Device evaluation and results: per (B)(4): found the gud fiber optic assembly, p/n 206082, to be defective. Installed new replacement assembly and confirmed norminal operation. Product history review: a review of device history records shows that on 06/01/17 1 device was inspected and 1 device was placed on: qt 17-05-0096, qt 17-05-0107, qt 17-05-0091. A review of the data revealed that the non-conformances are not related to the failure alleged in this compliant. Complaint history review : a review of complaints in catsweb and trackwise related to p/n 206082, shows 1 additional complaints related to the failure in this investigation. These complaints are: (B)(4). Conclusions: system ready for clinical use. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
(B)(4): mps (B)(6) reported camera bypass needed; tka. Resolution: found the gud fiber optic assembly, p/n 206082, to be defective. Installed new replacement assembly and confirmed norminal operation. Update: patient was under anesthesia. Surgical delay was <30 mins. Case was switched and completed manually.